Event description:
Pacing catheter did not capture. Prior to exchanging device from body, the box and pacer wires were changed. Then after this was exchanged with new catheter and able to continue with case.